Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that it would register the instrument, and when the site went to use it, the instrument would not read. They would attempt to register it again, and it registered and when in use, it would not track. The instrument and instrument cord were replaced. The patient tracker was also replaced and it still would not work. The day before, when attempting to trace, once the site was done the registration, it did not save and had to trace the patient again. Not sure if they checked previous registration. Also, the computed tomography (CT) scan was not satisfactory. The straight suction would not be seen until further into the nostril. It would turn red and green when there was not much movement. The site claimed there was no metal in the area. The microdebrider was fine when in use. The issue was not there when they used the other suctions. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A0709 was coded for the instrument registration and tracking issues. A13 was coded for the CT scan being not satisfactory. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the software analysis was completed. The analysis found that the logs contained multiple errors on the event date. It is suspected that the instrument detection issue was due to magnetic interference, but apart from this there was not enough evidence to know the exact root-cause of the reported issue. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.